Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump under infused during therapy. Ceftriaxone was mixed with 100ml of solution and programed for 90 ml to run at 100 ml/hr. When the pump alarmed complete, approximately 20 ml remained. The user continued to adjust the volume to be infused. The final amount showing infused on the device was 128 ml and the tubing still contained fluid all the way to the drip chamber. The device did not experience alarms except infusion complete alarm when it went to keep vain open state. It was noted that the solution was at room temperature with new tubing and the head height was at the correct height and priming of inverting tapping back check valve and upper y-sites were completed. There was no known patient injury or medical intervention associated with this event. No additional information is available.